Event description:
Additional information received reported the safe rate did not occur while a flex bolus was in use. There was no electro-magnetic interference (emi) such as an MRI associated to the safe rate. Interrogation and review of the event logs was done as an intervention/troubleshooting. The pump was replaced on (B)(6) 2015. The patient was doing well and receiving effective therapy.

Event description:
It was reported that the patient received code 8474 on the personal therapy manager (ptm). The patient was experiencing withdrawal. The patient had increased pain and sweating. A reset, reset ¿ low battery, and pump in safe state message where on the events logs and all occurred on 2015 (B)(6) at 18:47. It was later reported that the patient was urgency waiting for a replacement and was going to be declined by workers compensation. The patient was in the hospital and was going through withdrawals. The pump was used to infuse sufentanil. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found low battery reset, undetermined cause. (B)(4).

Event description:
Additional information received reported no rotor or dye studies were performed. It was noted that prophylactic removal of the pump was performed to avoid in-vivo battery depletion.